Event description:
Surgeon states: "'following finishing the carotid endarterectomy, and when the shunt was removed, it was noted there was a tremendous amount of bleeding higher up above in the left internal carotid area, which was not from the anastomosis site or the patch site, there appeared to be a balloon tear. 2000mls of blood was lost. Two units replaced." See scanned page.